Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.   No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.  (B)(4).

Event description:
It was reported by the end user that after a precut stomahesive barrier was applied, the stoma became edematous and this was noted at a ½-inch cut to the side of her stoma. The end user reported that the area was bleeding; however, the bleeding resolved by the next day without any intervention. The end user indicated that her caretaker cut a precut 25mm barrier to 35mm before application. It was noted that the stoma protrudes and the stoma size ranges from 32-35mm. The device was removed and replaced with a similar product and not issue was noted. The end user also reported that stoma as currently pink in color and unremarkable. No further details have been provided.